Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection. During the same procedure, the patient was re-implanted with a transcutaneous osia implant system. Additional information has been requested but has not been made available as of the date of this report.